Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being sent in response to user facility medwatch report (B)(4).

Event description:
It was reported via user facility medwatch report (B)(4) that the patient underwent sleeve gastrectomy on an unknown date and suture was used. During the procedure, the resident reported that the tip of the needle had broken off when he secured it with the needle holder. The tip could not be found. Imaging was contacted and an x-ray was obtained which showed no unexpected radiopague items in the patient¿s wound. There were no adverse patient consequences reported.